Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited light very dull, and screens flickers with lines during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed that the device had dull light transmission, while unable to confirm flickering image. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage was observed at the distal fibers, the light guide (lg) cover glass was found to be cracked and a dent was observed on the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (flickering image) and cause traced to component failure (fiber breakage was observed at the distal fibers, the light guide (lg) cover glass was found to be cracked and a dent was observed on the outer tube). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.